Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the reprocessing procedure, the exterior of the scope tail of the subject device was sticky. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: sticky bending section cover and sticky insertion tube. A root cause could not be identified. Based on the results of the investigation, the cause of the sticky scope tail exterior could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.